Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital and a remote transmission was sent for review due to the presence of a cardiac implantable electronic device (cied). Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right atrial (ra) lead exhibited oversensing of noise/electromagnetic interference (emi), low/diminished p-waves, and chronic high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.